Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced poor performance since activation and pain/ non-auditory sensations with the device use. Subsequently, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.